Event description:
It was reported that the pump was alarming "check for empty reservoir or tubing pump stopped." Troubleshooting was done and the pump was powered back on but alarmed "remove and reattach cassette." The event occurred while in use with a patient but no patient harm was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.